Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008: the patient was pre-operatively diagnosed with degenerative disc disease with spinal stenosis l4-5, l5-s1 with degenerative spondylolisthesis l4-l5. Status post posterior decompression l4-5 and l5-s1 and underwent the following procedure: posterior lateral fusion l4-l5, l5-s1. Segmental instrumentation using 5.5 millimeter rods l4-l5 and l5-s1. Transforaminal interbody fusions through a right sided approach l5-s1.interbody instrumentation using avs cage l5-s1 autologous local bone grafting augmented with rhbmp-2 and bone graft matrix.